Manufacturer narrative:
Follow-up #1; date of submission: 04/07/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/23/2015 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were intermittently responsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported issue. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked from the threads to the case seal. Evidence of moisture ingress was found on the inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no further evidence of internal damage or defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the patient was having issues with the ok button intermittently responding to presses. The reporter confirmed that the keypad was intact with no known trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.